Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver unexpectedly shut-down. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the receiver unexpected shut-down could not be determined. A root cause could not be determined.

Manufacturer narrative:
Sr-(B)(4). Describe event or problem - additional device availability- additional additional information/device evaluation device evaluated by manufacturer - additional event problem and evaluation codes - additional

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver failed to charge and reboot. The receiver did not turn on. The receiver case was opened, the internal inspection passed. The battery was replaced with a known good battery and the receiver turned on. The receiver log was downloaded, receiver shutdown was observed. Functional testing was unable to be performed because the receiver had been opened. The reported event of unexpected receiver shutdown was confirmed. The root cause was determined to be a defective battery.